Manufacturer narrative:
(B)(4). The device serial number was not provided therefore the date of manufacture is unknown at this time. An authorized third party service engineer examined the ribbon cable and found no connectivity on the unresponsive buttons. There was no visible damage on the ribbon cable. The repair of the device has not been completed.

Event description:
It was reported that during maintenance a ventilators keypad was unresponsive. There was no patient involvement.